Manufacturer narrative:
The pipeline flex pushwire was returned partially stuck inside the distal segment of the catheter. The pipeline flex pushwire could not be pushed forward or removed. Therefore, the catheter was cut to remove the pushwire from the catheter lumen. The pipeline flex braid appeared to be detached from its pushwire. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex were found fully opened and moderately frayed. Bends were found at the proximal end of the pushwire. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The total and usable lengths of the catheter were measured and found to be within specifications. The catheter tip and marker were examined; and no damages were found. The catheter body found to be accordioned at the distal tip. No flash or voids molded were observed in the hub. The catheter was then tested by running an in-house mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, resistance was observed at the damaged locations. Based on the analysis findings, the pipeline flex and catheter were confirmed to have resistance during delivery as the returned pipeline flex was partially stuck inside the catheter. However, based on the customer's photo and returned device, the pipeline flex braid was not confirmed to have failure to open as the distal and proximal ends of returned the pipeline flex braid were found fully opened with moderately frayed. In addition, the pipeline flex pushwire and the catheter were found to be damaged. From the damages seen on the devices; it appears there was high force used. It is likely these damages occurred when attempted to advance and retrieve the pipeline flex through the catheter against resistance. It is likely that patient tortuous anatomy may have contributed to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, mpxr (B)(6) (hcp, rep): medtronic received information that pipeline flex device did not open during the procedure and stuck in the catheter. The patient was undergoing embolization treatment for unruptured saccular ophthalmic artery aneurysm, measuring 7.8mmx7.52mm and landing zone distal 3.78mm proximal 4.18mm. The vessel was observed moderately tortuous. It was reported that the tip of pipeline could not be opened during the surgery, and the surgeon could not open it after many attempts. There were not any patient symptoms or complications associated with this event. No patient injury was reported. Images available for review. The pipeline and any accessory devices prepared as indicated in the IFU. Yes, dapt (dual antiplatelet treatment) was administered. The catheter was flushed as indicated in the IFU. Pru level was 40 the angiographic result post procedure shows good.